Event description:
Hip was revised due to instability as stated by the doctor. Primary hip was done (B)(6) 2001. Series ii poly liner and c-taper ceramic head were removed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii poly liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.